Event description:
The customer reported to olympus, the image was flickering when using the evis exera iii video system center and the video connector was cracked. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a to defective board, the spacers were broken, deformation of power supply unit, the video connector was cracked, the connector on the front panel was dented and the real panel was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty patient circuit (ap) board was confirmed. It was, therefore, determined that the reported phenomenon, ¿intermittent image¿ and ¿scope detection does not work¿, occurred because the video function did not work properly due to a faulty ap board. Additionally, the cause of the phenomenon ¿the pps spacer was damaged¿ could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.